Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of not receiving any insulin and did not receive a no delivery alarm. Customer's blood glucose was over 600 mg/dl., which was treated with manual injection. It was found that customer had a bent cannula. Supplies would be replaced.